Event description:
It was reported that the wake button was sticking. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific bg value was not provided. The customer administered a correction bolus to address bg. Customer will continue to use current pump.